Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0d89p, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the date of onset was 2014-(B)(6). A culture was done and there was no word on the results. It was noted that the location of the infection was the pocket site for stage 1. The manufacturer representative did not know how the patient was doing now and the lead would not be returned for analysis.

Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) was removed due to infection. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient wanted to have MRI on her wrist but stated that the website was confusing to patient. The patient reported that she had the trial one for two weeks and was an immune deficient and ended up with mrsa infection in her back. The patient stated she had awesome results with the interstim therapy and before therapy was catheterizing 10 times a day and now was only catheterizing 1-2 times a day and was pleased with the outcome from getting the implant. The patient went back for the permanent implant to be put in on (B)(6) 2014 and the health care provider found patient was full of pus and had to get a drain tube to get infection out and patient was in the hospital for two weeks on intravenous (IV) antibiotics.